Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported in section adverse event problem and additional MFR narrative. The investigation is ongoing. Physical evaluation of returned device: the user's report of "the power does not turn on" was confirmed due to converter failure. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports a viscera elite video system center would not turn on. There was no patient or end user impacted by this occurrence. During physical evaluation of returned device, olympus confirmed the user's report. The unit would not power on dues to converter failure.

Manufacturer narrative:
This supplemental report is submitted to provide an update to the device evaluation, the results of the legal manufacturer¿s investigation, and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The device evaluation noted an additional finding as the lock did not function because the lock part of the video connector socket was broken. It has been over 1.5 years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by a faulty converter. Olympus will continue to monitor the field performance of the device.